Manufacturer narrative:
Additional information: the device was scrapped by the manufacturer.

Event description:
It was reported that the housing broke and fell onto the patient during a procedure. There was no harm to the patient, no significant delay, no medical intervention and no adverse consequences.

Event description:
It was reported that the housing broke and fell onto the patient during a procedure. There was no harm to the patient, no significant delay, no medical intervention and no adverse consequences.